Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary interventional (pci) treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and tortuous left anterior descending (lad) artery. After crossing a previously placed stent, the quantum maverick 15 mm x 3.5mm balloon was inflated to 20 atms, but ruptured on the first inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".